Event description:
It was learned that a 49 year old female had this port-a-cath system implanted on july 10, 1994. The interventional radiology, had elected to implant the full size port-a-cath system into the left antecubital area of an obese female patient. On the third day following the implantation, the patient complained of pain during access of the system. A subsequent venogram showed that the catheter had disconnected form the portal. There was no indication of embolization of the catheter. The complete port-a-cath system was subsequently exlanted. You indicated that there was no report of injury as a result of the incident nor was there any incident related medical sequelae. The explanted port-a-cath system was returned to manufacturer for evaluation.